Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient presenting with acute myocardial infarction and cardiogenic shock for impella support. On (B)(6) 2022, an access site bleed developed which resulted in the need for blood products. On (B)(6) 2022, the patient developed a cerebral infarction. The patient ultimately expired on (B)(6) 2022. The cause of death was attributed to cerebral infarction. Although there was no specific device malfunction reported, the impella could not be denied as a causal/contributory factor to the cerebral infarction.

Manufacturer narrative:
The investigation into the reported stroke/cardiovascular accident (cva), thrombocytopenia, and access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that patient condition was the most likely cause of the cva and thrombocytopenia due to the patient's history of hemorrhages a month prior to impella insertion. The patient suffered an ischemic stroke the day after the impella was removed. The root cause for access site bleeding remains undetermined since neither the product nor sufficient clinical information were provided. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿